Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital with no permanent damage on (B)(6) 2024. The customer will revert to an alternate form of insulin therapy, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.